Manufacturer narrative:
As received, a complete lead was returned in one piece with a guidewire inserted and stuck inside the lead body. Visual inspection found the ptfe coating of the guidewire to be clogged inside the inner coil in the connector pin region with the inner coil bunched up and pulled back proximally in this region. The cause of the reported event was isolated to the ptfe coating of the guidewire clogged inside the inner coil in the connector pin region.

Event description:
During implant procedure, there were difficulties removing the guidewire from the lead. The lead was explanted and successfully replaced. The patient was in stable condition.